Manufacturer narrative:
The reason for this revision surgery was excessive wear after 14 years and four months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been no prior complaints against this part number. This is the first complaint for the incident lot number lot# 223951. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not associated with the device which can contribute to being worn out include: soft tissue laxity, trauma, high activity levels, and obesity. This device served the patient for about 14 years and 4 months and most likely worn due to normal usage over time. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the poly liner wearing out. The surgeon removed the liner and head; he replaced them with a new liner, head and sleeve.